Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high;" however, a specific value was not provided. Bg level was corrected with a manual injection of insulin. The customer continued to use the pump for insulin therapy.